Event description:
As reported; "surgeon scheduled a revision surgery with the stryker representative. During the surgery, it was determined that the baseplate/screw/glenosphere construct was loose. One screw was broken. The glenoid baseplate/glenosphere/screws were explanted. The cup/poly construct was explanted from the humeral side. A 36mm stryker cup/poly construct was replaced on the humeral stem."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note correction to d1 (product long description) and d4 (catalog #). The reported loosening of the construct could not be confirmed in relation to the intact screws based on the received x-ray, therefore is the complaint rated as unconfirmed for the intact screws. The device inspection revealed the following: one intact peripheral screw was returned, the visual inspection has shown that the screw is in a good condition with just slight wear marks that can be traced back to normal use. A visual inspection of the glenosphere bottom surface was made, there are no wear marks from the peripheral screws or the center screw on the surface visible, this indicates that there was no post-operative loosening of the screws. Based on that the reported loosening of the construct can be traced back to the broken screw and not to a loosening of the other screws. A functional test was made with the intact peripheral- and the center screw. Both devices could be locked in the baseplate as required, no functional issue could be observed. A review of the device history was not possible because the lot number was not communicated. However, during the performed evaluation no indications of material, manufacturing or design related problems were found. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No product related issue could be detected, as stated before can the reported loosening be traced back to the broken screw and the returned intact screws can be considered as concomitant devices. If more information is provided, the case will be reassessed.

Event description:
As reported; "surgeon scheduled a revision surgery with the stryker representative. During the surgery, it was determined that the baseplate/screw/glenosphere construct was loose. One screw was broken. The glenoid baseplate/glenosphere/screws were explanted. The cup/poly construct was explanted from the humeral side. A 36mm stryker cup/poly construct was replaced on the humeral stem."